Event description:
This elderly depressed female committed suicide by taking a posey safety vest not in use and placing it around her neck and attaching it to faucets in a shower.

Event description:
Add'l info rec'd from MFR 10/13/00: MFR has determined this is not a MDR reportable event to the FDA for the following reasons: 1. No malfunction of device, 2. The taking of device and wrapping around neck and attaching to faucet is unreasonable abuse of device, and outside of MFR intended use. 3. No reasonable person would conclude that this subject device caused or contributed to the incident anymore than a rope, string, belt, sheet, etc.